Event description:
It was reported the surgeon was using the dermatome when a black liquid was noticed dripping from the point of the sword (blade). It was reported the device was in use for this event; however, there was no patient injury.

Manufacturer narrative:
Integra completed its internal investigation jan 29, 2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: device history record reviewed for s-1322 manufactured on 02/28/2013 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "black liquid dripping " for this product family shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: in summary - the device was not returned for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.